Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast surgery with two mentor memorygel breast implant prostheses (left: 450cc, right:400cc) and underwent a revision surgery for an unspecified reason. The patient had a consultation with a healthcare professional and underwent removal and replacement with two 700cc mentor memorygel breast implant prostheses (catalog #: shpx700 , right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021. The devices were inadvertently discarded upon explantation and are not available for product evaluation. Currently, it is unknown as to the reason why the patient decided to undergo the revision surgery. Follow-up is still in progress if additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.